Event description:
A malfunction on the pump was reported by the caller. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the customer was able to continue using it. There was no recurrence of the malfunction code after the reset, and the customer was instructed to call back if the issue reappeared.